Event description:
It was reported the device reached elective replacement indicator and there was possible early battery depletion due to high right ventricular (rv) lead and left ventricular (lv) lead thresholds. The device was explanted and replaced. The rv and lv leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d274trk implantable cardioverter defibrillator (B)(6) 2009; 5071 implantable pacing lead (B)(6) 2009; 5068 implantable pacing lead (B)(6) 2000. (B)(4).